Event description:
It was reported that pump battery would not charge even when using tandem charging cable, wall adapter, and working wall outlet, and charging connection was not recognized despite multiple attempts with different adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy. Cts to replace pump.